Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the open book image. The customer¿s blood glucose was unknown. The troubleshooting was performed for the open book image. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.